Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: during the analysis was not observed damage in the valve however, was observed a opening on the anterior of the shell. A striated edge opening on anterior side due to surgical damage.

Event description:
Health professional reported saline implant was filled with air and found to have a "slow leak, " and, "believes there is an issue with the valve on the device." Implant surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: do not implant damaged or contaminated breast implants. Back-up breast implants should be available during the procedure.

Event description:
Health professional reported saline implant was filled with air and found to have a "slow leak, " and, "believes there is an issue with the valve on the device." Implant surgery was completed with a backup device.

Event description:
Health professional reported saline implant was filled with air and found to have a "slow leak, " and, "believes there is an issue with the valve on the device." Implant surgery was completed with a backup device.